Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s parent that the patient presented to the emergency room on (B)(6) 2026, with hyperglycemia. The patient¿s blood glucose level rose to 400 mg/dl while wearing the pod for 72 hours or longer. During the night of 16 to (B)(6) 2026, the controller was said to display inaccurately low glucose values of approximately 60 mg/dl, which led the patient to consume coca-cola and apple juice in an attempt to raise blood glucose levels. The patient¿s parent indicated that the patient felt unwell throughout the night, experiencing symptoms including vomiting, frequent urination, and excessive thirst. On 17 april 2026, the patient subsequently sought medical attention at the emergency department of (B)(6) hospital, where a capillary glucose measurement confirmed hyperglycemia at 400 mg/dl. The pod was removed by healthcare professionals prior to treatment. The patient received insulin and intravenous fluids for hydration, resulting in stabilization of glucose levels, and was discharged the same day after approximately five hours.